Event description:
Patient was implanted with charite disc in december. The patient returned to office reporting back pain. An x-ray showed prosthesis had migrated. The s-1 spinal endoplate appears to have fractured anterior. This fracture was not evident on the post-op x-ray. A revision was done to remove charite and fuse the patient. As surgical intervention occurred an MDR is being filed to document this event.